Event description:
Our affiliate is reporting that during an acl repair employing the mitek rigidfix system for fixation, the two fixation cross pins broke during insertion. The surgeon removed what was loose and able to be removed, however, the distal portions of both pins were secure in the bone holes and not able to be retrieved. Although the broken pins are captured within the bone holes, there is the question of potential pin migration into the joint space. This procedure was concluded successfully using other fixation devices successfully without further incident or harm to the pt. Although it is reported that there is no pt consequence, the fragment was not retrieved from the pt's body. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.